Event description:
It was reported that the patient had five episodes of rapid ventricular response during atrial fibrillation with atrial undersensing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.